Event description:
Patient presents for elective breast implant removal secondary to rupture identified on MRI. Both explants sent to pathology and they were not able to identify manufacturer and lot number of the explants. Pathology : inscription is illegible received fresh right breast implant 12.5x12.5x5cm disrupted implant with a 6.5cm defect extruding gelatinous material breast, left -12.5x12.5x 2.5cm disrupted implant with a 10.5 cm defect extruding amorphous, gelatinous material. Inscription is illegible. In doing chart review implants placed about 20 years ago.